Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial catheter bifurcated after removal, it was discovered that the front end of the catheter had bifurcated. One defective unit was identified. The defective product cannot be returned. Photographic evidence is available. A claim is required, along with a complaint response letter and a complaint acknowledgment letter.